Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a phalangeal fracture intramedullary fixation the driver shaft broke. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from the same manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-8737-37 serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the broken tip visual evaluation found that the returned driver's tip was broken off. The root cause of the reported failure mode is undetermined; however, the most likely cause is due to abnormal misuse from the customer prying or leveraging the device.